Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt319 bi-level/CPAP inspiratory heated circuit kit is not expected to be returned to fisher & paykel healthcare for investigation. Attempt to obtain photographs of the complaint rt319 kit was unsuccessful. Our analysis is accordingly based on the description of events and our knowledge of the product. A lot check could not be performed as no lot number was not provided. The breathing circuit kits consist of a number of components grouped together during production. While we cannot confirm that the exhalation port was missing when the customer received the product, it is possible that operator error, during the packing process, resulted in the exhalation port being omitted from the breathing circuit kit. There are standard operating procedures in place to assist operators on the production line to correctly pack the breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).

Event description:
A hospital in (B)(6) reported that the exhalation port was missing from an rt319 bi-level/CPAP inspiratory heated circuit kit. This was found prior to patient use.